Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : evaluation statement . The complaint device was not returned, therefore this device is not available for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. Therefore no further actions are warranted at this time. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported that during a meniscal repair that the customer's omnispan gun would not deploy the 2nd implant. The surgeon reported that when he pressed the gray trigger it felt like something bent inside the gun itself. The surgeon completed the procedure with another like device and implant with no patient consequences or delay. The sales rep was not present. No further information could be provided.